Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy procedure, the monopolar curved scissors (mcs) tip cover accessory slipped off the mcs instrument inside the patient, and was subsequently discovered in the pelvic area. The mcs tip cover accessory was retrieved during the same procedure, using a third-party laparoscopic grasper instrument. The procedure was successfully completed robotically. Additional information has been requested; however, no response has been received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the monopolar curved scissor (mcs) tip cover accessory for failure analysis evaluation. Two tears were identified in the tip cover, specifically at the mouth where the mcs tips exit. As a result, the tip cover does not function properly. The tears are axially aligned with the tip cover and measure between 0.034" and 0.101" in length. No evidence of thermal damage was observed at the ends of the tears.